Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had little air bubble and the size of the air bubble was soda pop or champagne size. The customer blood glucose was 9.8 mmol/liter. The reservoir will not be return for analysis.